Event description:
The service tech reported that during routine testing of the device at the (B)(6) service center, an overspeed error occurred. The pump would take off from 0 rpm to 275 rpm. There was no pt involvement.

Manufacturer narrative:
The (B)(4) service center replaced the drive motors and drive belt on this system. With the motors and belt replaced, the system operated to MFR specifications and was returned to clinical use. No add'l action will be taken at this time.